Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the shaft broke. The target lesion was located in the left anterior descending artery (lad). During advancement of a 2.5x8mm taxus express2 drug eluting stent over a non bsc guide wire, the stent hung up on the guide wire. The stent delivery system (sds) and the guide wire were removed. Then a new non bsc guide wire was used and the physician attempted to advance the same 2.5x8mm taxus express2 stent to the lesion. During advancement, the shaft of the sds broke completely at the hypotube and a kink was noted. Everything was removed from the patient. The runway guide catheter was then reinserted into the patient. The physician then successfully placed three taxus express2 stents. There were no patient complications.